Event description:
Hair-like foreign material was found inside of the sterile pouch of a 3.0 x 15mm sakura fire star during inventory inspection at (B)(4). The outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for the foreign mater in the pouch. The product was not clinically used and had not been re-sterilized nor re-packaged.

Manufacturer narrative:
It is anticipated that the product will be returned, but the device has not yet been returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The device was returned for analysis. The complaint from (B)(4) stated "hair-like foreign matter was found inside of the sterile pouch during inventory inspection at (B)(4). Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product wasn't clinically used. It was normally handled on usual consignment procedure. The product was neither re-sterilized nor re-packaged." The reported foreign material in sterile pouch was confirmed and it appears to be related to the manufacturing process of the product. (B)(4) was already opened to address this failure. This additional complaint does not change the severity or occurrence rates of dpra. The exact cause of pouch seal thinning could not be conclusively determined. There is no evidence to suggest this is related to the manufacturing process; nevertheless, CAPA (B)(4) is already open to investigate the issue. One sterile firestar 3.0/15mm ptca balloon catheter was received inside its original package. A black contaminant could be observed inside the pouch (appears to be an eyelash). The contaminant was measured and found out of acceptable specification parameters. During the analysis, a seal reduction (thinning) could be observed in the mid section of the supplier pouch seal. The seal appeared to be reduced from the inside out. Transfer material was observed on the film on the reduced section of the seal. The rest of the pouch seals were inspected and they appeared intact. No additional damages were observed. Pull testing of the pouch was not performed since the failure was confirmed under visual analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.